Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a red biohazard bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved could not confirm the report as it was described. Not all components were included in the return, only one catheter was returned, therefore a complete evaluation was not possible. The returned catheter was connected to the device handle as returned. The returned catheter did not contain powder build-up, discoloration, or kinks. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Powder was observed within the device nozzle and red catheter hub, but not on the outside of the device. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). When tested with a new co2 cartridge and activation knob, the device sprayed as intended both with and without the catheter attached. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device could not confirm the report because the device sprayed as intended when tested with a new co2 cartridge and activation knob. The root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because only one catheter was returned for evaluation. The information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement with their thumb. The instructions for use states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." Failure to occlude the proximal end of the catheter during advancement can result in the catheter becoming clogged. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a coloscopy procedure with polyp removal, the physician used a cook hemospray endoscopic hemostat. It was reported that the site of the colon polyp removal was bleeding, the bleed was pulsating and oozing post clip and epinephrine. When they went to use hemospray, the device didn't work. The device was activated but when the button was pressed to release [spray] the powder nothing happened. They also reported that they were sure nothing was obstructing the tube, no suction was used, and the tube was flushed with air prior to connecting to the device. No parts were left inside the patient. The patient was admitted for overnight observation. The patient started passing blood and was admitted to the ICU, transfused with blood products. No further procedures were carried out and the patient stabilized.